Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following: trifuse threaded connector broke off trifuse adapter when disconnecting from the patient's piv.

Manufacturer narrative:
Investigation results: it was reported that the spin collar broke off from the tubing. One sample model mz9266 was returned for investigation. The set was examined for defects and abnormalities. The spin collar was cracked and separated from the male luer. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. The supplier will review their processes but due to no batch number an investigation can not be performed, a device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.